Event description:
It was reported the patient was having problems with their legs. They had to have another back surgery so now their stimulator needed to be adjusted. The problem began two weeks prior to the report. No intervention or outcome was provided; however, additional information has been requested and if received a follow-up report will be sent. Information omitted pertaining to event (B)(6) ¿ broken belt. These events are not related.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2(B)(6) 012, product type: lead. (B)(4).